Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received motor error alarm, buttons were less responsive and insulin squirted out during priming. The customer¿s blood glucose was unknown. Customer declined to report 24 hours technical support. Customer reported that the insulin pump received no delivery alarm and the battery life was also diminished. Customer stated that the screen had scratches on it. The insulin pump will not be returned for analysis.